Event description:
It was reported that the patient had a driveline power fault alarm on (B)(6) 2025. The alarm was cleared and had not returned. The patient lived far away and required hospitalization with system controller exchanges due to syncope (MFR# 2916596-2025-04512). Log files were sent for review. The event log file confirmed the driveline power fault (power line b) starting at 13:43 on (B)(6) 2025. The system controller and modular cable were returned.

Manufacturer narrative:
Section a4: patient weight was not provided. Manufacturer's investigation conclusion: corrosion was confirmed in the inline connector of the modular cable that could have contributed to the driveline power fault alarms; however, a specific cause for this finding could not be conclusively determined. Review of the submitted log files confirmed a driveline power fault alarm that activated on (B)(6) 2025. The alarm was associated with power b broken fault flags, and the alarm did not reoccur after it was cleared. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The heartmate 3 modular cable, lot number 10108544, was returned in used condition. The controller connector pins appeared unremarkable; however, corrosion residue was found within the inline connector and along its pins. Continuity of the wires were checked, and the wires were found to be electrically intact. None of the measured resistances would have activated the driveline power fault alarm; however, corrosion on the electrical contacts can contribute to higher resistance and therefore could have contributed to the driveline power fault alarm. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for the modular cable, lot number 10108544, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 2 ¿system operations¿ contains instructions on replacing the modular cable and instructs ¿rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 6 ¿patient care and management¿ warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". The heartmate 3 lvas patient handbook, rev. A, is currently available. Section 1 ¿introduction¿ warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline and driveline exit site. Section 4 instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ this section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.